Event description:
Originally noted as an rga (in field since 2005) and reported as being bent. Upon receipt and preliminary evaluation, device was found to have wire in the tip, causing straight shots. Now a complaint and MDR reportable.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.